Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification on 06/18/2026, "on (B)(6) 2026, the patient complained of chest pain and experienced hypotension, but the symptoms resolved spontaneously. A CT scan revealed a thrombus-like foreign body near the left main trunk (lmt). There was no st elevation. On (B)(6) 2026, pci was performed. The foreign body was fragmented into multiple pieces and migrated to more distal locations, but some fragments were retrieved by pci. A stent was placed for the unretrievable fragments. After the procedure, the patient¿s condition improved and the patient was discharged without complications."